Manufacturer narrative:
The preventative maintenance (pm) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). During the pm, the fse replaced the universal surgical manipulator 2 (usm2). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator 2 (usm2) was analyzed and the issue was reproduced. The unit was tested on an in-house system in normal mode with no triggered errors. The unit also was tested on a testing platform where the carriage friction test fail was replicated. The pm findings were confirmed based on failure analysis.

Event description:
During preventative maintenance, the field service engineer (fse) replaced the universal surgical manipulator 2 (usm)2 as it failed the carriage friction test. There was no patient involvement and no report of an issue from the customer.